Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery available for evaluation. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of this adverse event is not required at this time. In this case, the valve stenosis that resulted in a valve in valve being performed was unable to be confirmed. A review of the IFU and training manuals revealed no deficiencies. It should be noted that implanting a transcatheter heart valve (thv) in the pulmonic position with simultaneous stenting using the sapien 3 with the commander delivery system is not indicated for use. Therefore, the procedure was an off-label operation. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported from the journal article "simultaneous stenting with edwards sapien transcatheter pulmonary valve replacement", a retrospective review was performed with patients who underwent a transcatheter pulmonic valve replacement (tpvr) procedure with a sapien 3 valve with simultaneous stenting from 2018 to 2021. This complaint is for a patient observed with stenosis post tpvr procedure. It was noted that there was a stent fracture that had occurred postoperatively because of the covered cp stent extending into the right ventricular outflow tract (rvot), which caused subvalvar stenosis. As a result, approximately 7 months post tpvr procedure, the patient underwent a valve in valve procedure to treat. In this case, subvalvular stenosis was reported, which is a narrowing of the area below the pulmonic valve. As described in the journal article, it is possible that this occurred due to a stent fracture that had occurred postoperatively because of the covered cp stent extending into the right ventricular outflow tract (rvot). Due to the off-label simultaneous stenting procedure (where the valve and stent(s) are crimped onto the delivery system and deployed at the same time), it is possible that either an insufficient or an excessive amount of inflation pressure was supplied to the inflation balloon in order to expand both the stent and the valve simultaneously. Insufficient inflation could have resulted in an under-expanded valve/stent, leading to narrowing of the valve and/or area below the valve (subvalvular stenosis) and the need for a repeat tpvr procedure as reported. Meanwhile, excessive inflation could have fractured the stent, leading to narrowing of the area below the valve due to fractured portions of the stent extending into the rvot and the need for a repeat tpvr procedure as reported. However, due to limited information available, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from the journal article "simultaneous stenting with edwards sapien transcatheter pulmonary valve replacement", a retrospective review was performed with patients who underwent a transcatheter pulmonic valve replacement (tpvr) procedure with a sapien 3 valve with simultaneous stenting from 2018 to 2021. A total of 16 patients had a sapien 3 valve that was simultaneously stented with a non-edwards stent implanted. This complaint is for a patient observed with stenosis post tpvr procedure. It was noted that there was a stent fracture that had occurred postoperatively because of the covered cp stent extending into the right ventricular outflow tract (rvot), which caused subvalvar stenosis. As a result, approximately 7 months post tpvr procedure, the patient underwent a valve in valve procedure to treat.